Event description:
It was reported that the patient presented to the emergency room. Upon review, the implantable cardioverter defibrillator was found in backup mode. The device was restored successfully. The patient condition was stable.